Event description:
Staple instrument would not release from the pt's stomach. Prolonged procedure approx 2 hrs and clamped stomach tissue for entire length of time. Do not know if pt will have repercussions as yet.